Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a diagnostic laparoscopic procedure, the device was used to gain abdominal access with the scope. An additional working port was used for a probe to be inserted. Upon observing the anatomy and checking he various structures, a piece of the seal was noticed in the abdomen. The piece was removed and saved. There was no patient consequence.